Event description:
While using a cavitron plus g136, they allege that they have no water flow and the handpiece is heating up, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
(B)(4)/warranty repair, (B)(6) 2025, unit serial number-(B)(6), foot pedal serial number-(B)(6), sterimate/handpiece lot number-(202308), handpiece cable lot number-(old-10230) (new-03250), repair tech: gpb, qa: jb, root cause: emv hp; cable, conn/gun cable open. No operation due to an open condition in the handpiece cable. Wrong water filter affecting water quality- (two water filters added to together will give poor water quality). Debris buildup in the water solenoid/would not hold water pressure. Two dead batteries were sent in with the wireless foot pedal. Note: this unit has been cleaned, evaluated, and calibrated to manufactured specs. For proper evaluation and testing please always send in all parts that go along with the unit to be looked at. Items not received for testing and evaluation. No auxiliary foot pedal charging cord.